Event description:
During ivtm therapy, the customer noticed a very small amount of blood-tinge in the start-up kit (suk) tubing. A balloon leak was suspected on the quattro catheter (lot #unknown). The catheter was replaced and treatment was completed without any issues. No consequences or impact to the patient.

Manufacturer narrative:
The quatrro catheter associated with this complaint was not returned for evaluation. The customer disposed the catheter. Since the device was not returned, an investigation could not be performed, and a root cause could not be determined.